Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with case top corners chipped and cracked. Event history log review was performed and found evidence of reported problem. Visual inspection, power up process and occlusion test were performed. Investigation unable to duplicate 'primary audible alarm bgnd test' and verified connections and found no damage to interconnect board or speaker. Service's replaced cracked case top, cleaned, greased, and calibrated the pump. Service's also replaced the speaker as a preventative measure and performed a pm and all functional tests passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "primary audible alarm failed test". It was reported that there was no patient involvement.